Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and pump shutting down. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. It was also reported that a cartridge did not fit onto the pump. Lastly, it was reported that the pump touch screen was unresponsive. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.